Manufacturer narrative:
(B)(4). The customer reported a power supply failure. There was no report of pt involvement. The unit was evaluated by philips. The power supply was replaced to resolve the reported failure.

Event description:
The customer reported a power supply failure. There was no report of pt involvement.